Event description:
It was reported that the implantable cardioverter defibrillator was unable to pair to the mobile application due to a suspected bluetooth malfunction. No intervention was performed. There were no patient consequences.

Event description:
New information received indicates the device was eventually able to pair. No additional information was received.